Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, the pulse generator would not complete a ventricular capture test. The patient had multiple monitors and medical equipment near the bed during testing. The device exhibited elective replacement indicator. No intervention was performed at this time. The patient was asymptomatic and would be monitored.